Manufacturer narrative:
Report date: 09apr2019. Manufacture date: 01mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to swap out the battery to see if that is the cause of the failure. The customer reported that the battery was replaced and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit displayed a "battery fail" error. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The event date was not specified; estimate used.